Manufacturer narrative:
Manufacturer/compounder: baxter healthcare - (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced intracranial hypertension while undergoing a tumor excision in the posterior fossa while floseal was used. It was reported venous bleeding at the end of resection was noted, and the floseal was used for hemostasis. The floseal was ¿in contact with the ampulla of galen and the internal cerebral veins¿. A complete syringe of floseal (5ml) was used throughout the operative cavity and the excess floseal was not irrigated away. It was reported the patient developed intracranial hypertension five minutes after application of the floseal, before closure. Due to the event, an external ventricular drain was inserted. At the time of this report, the patient remained in the intensive care unit and the patient outcome was not reported. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. The likely cause of the reported event was associated with use error. It is likely that the surgeon filled the cavity with floseal in a form of filler based on the information: ¿a complete syringe of floseal (5ml) was used throughout the operative cavity and the excess floseal was not irrigated away. This is considered misuse of the product. The IFU outlines that excess floseal should be irrigated away. Floseal should be approximated to the area of bleeding. It is not to be used as a ¿filler¿. As per IFU: do not inject or compress floseal matrix into blood vessels. Do not apply floseal matrix in the absence of active blood flow. Excess floseal matrix (material not incorporated in the hemostatic clot) should always be removed by gentle irrigation and suctioned out of the wound. Meticulous irrigation is required when used in, around, or in proximity to foramina in bone, areas of bony confine, the spinal cord, the brain and/or cranial nerves. Should additional relevant information become available, a supplemental report will be submitted.